Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was in normothermia. The patient has been maintaining the target temperature of 36c. Nurse was now receiving an alarm 14 temperature probe out of range. Nurse stated they were using a foley temperature probe. Nurse checked a manual temperature to confirm and was also 36c. Mis recommended nurse check the foley probe on a bedside monitor if possible, nurse was unable to do that. Mis recommended nurse try another tempearture probe source and if that did not work nurse could swap the temperature cable. Mis informed nurse could call biomed to see if they have extra temperature cables and if not nurse could use one from another arctic sun device. Nurse would try an esophageal probe first. Nurse would call back if they has any other issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR review is not required as the lot number is unknown. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was in normothermia. The patient has been maintaining the target temperature of 36c. Nurse was now receiving an alarm 14 temperature probe out of range. Nurse stated they were using a foley temperature probe. Nurse checked a manual temperature to confirm and was also 36c. Mis recommended nurse check the foley probe on a bedside monitor if possible, nurse was unable to do that. Mis recommended nurse try another tempearture probe source and if that did not work nurse could swap the temperature cable. Mis informed nurse could call biomed to see if they have extra temperature cables and if not nurse could use one from another arctic sun device. Nurse would try an esophageal probe first. Nurse would call back if they has any other issues.